Manufacturer narrative:
Sections d9, h3 and h6 were updated. Section h10: the real intelligence robotic drill rob10013, sn502032, used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed and the reported scenario that the handpiece stopped spinning can be confirmed. A kpc test was attempted, and the bur does not spin. The handpiece was disassembled, and a broken slip shaft and a liquid ingress was discovered. The carriage shaft was still rotating freely. The handpiece was re-assembled with a known good drill motor with installed extension shaft, and a kpc test and a test case were completed with no issues. The most likely cause for this event is a broken slip shaft due to wear. The liquid ingress observed may have contributed to the slip shaft fracture. As no other defects were observed during disassembly of the drill, such as in the seals and gaskets, the liquid ingress may have been a result of improper handling during cleaning and sterilization activities. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka surgery, after successful calibration, the real intelligence robotic drill stopped during the operation, after only a few seconds. The surgical team tried to calibrate or start the handpiece again, without success. The procedure was performed, after a non-significant delay, using manual technique. Patient was not harmed as consequence of this problem.